Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with incontinence after a severe coughing episode. The patient reports that the device was functioning properly prior to this episode but has not worked since. A computed tomography scan indicated that the balloon was empty; during the revision procedure, the source of the fluid loss was traced to a hole in the cuff. The aus was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with incontinence after a severe coughing episode. The patient reports that the device was functioning properly prior to this episode but has not worked since. A computed tomography scan indicated that the balloon was empty; during the revision procedure, the source of the fluid loss was traced to a hole in the cuff. The aus was explanted and replaced. There were no additional patient complications reported.